Event description:
On 20 august 2025, senseonics was made aware of an event where the customer observed discrepancies between sensor readings and blood glucose values. The issue was resolved after re-linking the sensor. The incident did not lead to sensor removal or any patient harm.

Manufacturer narrative:
The user provided the below examples of discrepancies for review: date time sg value bg value a. (B)(6) 11:00 am edt 62 mg/dl 178 mg/dl. B. (B)(6) 6:30 pm edt 50 mg/dl 140 mg/dl. C. (B)(6) 9:30 am edt 65 mg/dl 170 mg/dl. D. (B)(6) 1:20 pm edt 45 mg/dl 144 mg/d. The case was escalated to next level support who recommended user to perform sensor re-link. The re-link clears up the calibration buffer and give the algorithm the opportunity to converge faster. Once the re-link was performed, the system started functioning as expected and the user no longer had issues. The user expressed satisfaction with the system performance. No further investigation was found necessary for this complaint.